Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 5, 2006 the lay pt's daughter contacted lifescan (lfs) alleging that the pt's one touch basic enhanced meter displayed the "not ok" message. The medical affairs specialist spoke with the daughter on november 15, 2006 to obtain add'l info included below: the pt takes 50 units of novolin insulin each morning and one glyburide pill each afternoon. He was not able to obtain a reading on the reported meter for several days prior to the time of concern. He took his am insulin and ate breakfast as usual. He felt dizzy after taking the insulin and eating. He attempted to test with the reported meter and the meter displayed "not ok." His daughter took him to the ER because he continued to feel dizzy. The daughter said a "very low" blood glucose reading was obtained in the ER; however, she did not know the specific result obtained. The pt was treated with juice and released to home after about 40 minutes in the ER. The customer care advocate (cca) and mas confirmed that the pt had cleaned the meter and changed the meter battery, but were unable to resolve the "not ok" message prior to calling lfs. The cca walked the daughter through cleaning the meter and attempting to test. The "not ok" message continued to display. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a reading on the lfs product. He experienced symptoms and a 'very low" blood glucose reading in the ER. The pt was treated with juice.